Event description:
Per the clinic, the patient developed a postoperative infection, which has since resolved. The patient also experienced persistent pain at the implant site since implantation. Troubleshooting attempts were made; however, the issue could not be resolved. It was reported the patient was prescribed with oral steroids. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.